Manufacturer narrative:
Tw#(B)(4). Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6) . The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, t.w. Power supply stopped working, the generator will beep a couple times then stop and then hemopro no longer works. No troubleshooting steps were taken. A new device was opened to complete the procedure. There was a procedural delay to troubleshoot generator and open new device. There was no patient harm.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.